Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the report. Review of the device log confirms the report; however, it does not appear to be a device malfunction. Based on customer report related to device advised to shock on a conscious and breathing patient, the investigation is closed as device meets specification. Per the operator's guide: intended use - manual operation use of the r series products in the manual mode for defibrillation is indicated on victims of cardiac arrest where there is apparent lack of circulation as indicated by: -unconsciousness. -absence of breathing. -absence of pulse. There were no clinical files provided for review. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the clinician obtained another device to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.